Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 322 and a delayed keypad response. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the system error 322 was identified to be a failed lower link switch, the lower auxiliary was replaced to correct the condition. The cause of the delayed keyboard was identified to be a failed processor board, the lower auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a delayed keypad response and alarmed system error 322 (link switch error (low)). No additional information is available.